Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes and vibration box of the lifevest equipment. Patient described area as an open blister and bruising. It was reported that the patient was bedridden. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an ointment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.